Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had no flow. The device was being used with a cytotoxic drug. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device was manufactured (B)(6) 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and revealed that the device¿s flow rate was within specification. The device was found to flow normally without stopping until the bladder was completely empty. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.